Event description:
It was reported that the pump dressing did not changed, it remained soft as the pump did not deliver npwt so it's making a buzzing sound that is unusual and did not sound normal. Dressing was not compressed. No patient harm was reported. Delay was of less than 30 minutes. Back-up device was available.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. The associated batch records were reviewed and it could be confirmed that there was no issue identified during the manufacturing process that could have contributed to the complaint problem. We were unable to perform a visual inspection or functional evaluation as the complaint sample was not returned. As such, we were unable to propose a root cause for the complaint on this occasion. However, a potential root cause is that the dressing was not fully compressed, which may have then led to the reported complaint of suction failure. To avoid recurrence of this issue, ensure that the dressing is fully compressed with no creasing upon application. This will ensure that the integrity of the dressing is not compromised. If sample or additional information becomes available, this complaint will be reopened and reevaluated. We will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
H10: d4: catalog number and expiration date provided. H4 manufacturing date added.

Event description:
It was reported that the pump did not empty air from the dressing so it's making a buzzing sound that is unusual and did not sound normal. Dressing was not compressed. No patient affectation reported. Delay was of less than 30 minutes. Back-up device was available. Product is not available to be returned for investigation. Investigation letter will not be required.